Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of the index procedure date and name of index surgical procedure diagnosis and indication for the index surgical procedure? What were symptoms following the index surgical procedure? Onset date? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with symptoms? What intervention was performed for this suture event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Does the patient have any allergies? Other relevant patient history/concomitant medications. Will product be returned for evaluation? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a vascular procedure on unknown date and suture was used. The patient experienced suture spitting and delayed wound healing. A second procedure was performed on an unknown date to remove the suture. Additional information has been requested.